Event description:
Customer commissioned a study to determine root cause of ambulance mobile radio repeaters failing intermittently. According to the study, the device AED's, while powered on and in use with pts in or within approximately 6 feet of the ambulance, interfere with mobile radio repeater operation in the ambulances.